Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/09/2016 with the following findings: the battery compartment was cracked. There was corrosion in the battery compartment. The pump was opened and corrosion was found on the printed circuit board. Unrelated to these, the audio bolus button cover was missing; therefore, investigators were unable to test the audio bolus button response from user input. Leak test failed due to audio bolus button leak. (B)(6).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on 11/09/2016. The battery compartment was cracked. There was corrosion in the battery compartment. The pump was opened and corrosion was found on the printed circuit board.